Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading is 509 mg/dl. Customer stated that insulin squirts out during manual prime process. Advised that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and prime alarm during the prime test due to protruded/loose drive support disk. Motor passed motor test. Unable to perform the excessive no delivery and occlusion test due to motor error and prime alarm. The insulin pump was monitored for several days and no alarm noted. The insulin pump passed the error test. No alarm noted.